Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm ran the iabp unit on an trainer and patient simulator and was not able to duplicate the customer's reported issue. The stm noted that all waveforms were displayed using the cables provided with the iabp unit, and the iabp log files did not identify anything unusual. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not display the EKG graph while augmenting. The iabp never stopped working, and had an augmentation waveform. The iabp triggering on pressure. The clinicians swapped out the pump to continue treatment. There was no patient harm and no adverse event was reported.